Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was received, and two kinks were observed at the middle part of the shaft. The hemostatic valve was observed pushed inside the luer hub and the brim cap and friction ring remain intact. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. Based on the device returned condition, the customer complaint was confirmed. The root cause of the hemostatic valve separation could be related to the procedure, however, this cannot be conclusively determined. Root cause of kinks could be related to the handling during shipping process. Additionally, the customer had provided a picture of the complaint product showing the hemostatic valve pushed inside the luer hub and the brim cap showed no damage. Based on the photos, the customer complaint was also confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was initially reported that during the procedure when the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the introducer were flushed, the hub was blocked by a foreign object therefore they were unable to flush and pull the introducer through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was replaced and the issue resolved. There were no patient consequences. On 2/26/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found the hemostatic valve dislodged inside of hub. Friction ring and brim cap remain intact. These findings were reviewed and assessed as MDR reportable for the hemostatic valve separation.